Event description:
The tip of the device broke while measuring the screw during surgery. The tip of the device was visualized and completely removed with a forceps and was discarded. The doctor completed the surgery without use of a depth gauge which caused the surgery time to be extended by 20-30 minutes. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.